Manufacturer narrative:
The lead was discarded and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise 5 months post routine device replacement procedure. An invasive procedure was performed. During explant of the lead, the lead was noted to be fractured (completely severed). The lead was explanted and replaced. No additional adverse patient effects were reported.